Manufacturer narrative:
A sample product was not returned for investigation. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Attempts to gather additional information have been unsuccessful. The surgeon was unwilling to provide further information. (B)(4).

Event description:
A doctor reported that during an intraocular lens (iol) implant procedure after the lens was implanted into the eye, the plunger of the handpiece retracted and clamped some iris tissue in between the plunger and the cartridge injector. When the injector was removed from the eye, the clamped iris tissue was torn away and removed from the eye as well. The vision at the day one visit was adequate. The surgeon was unwilling to provide further information. There are two medical device reports for this event. This report is for the cartridge.